Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Non-sustained right ventricular oversensing (nsrvo) was seen on remote download. Device reprogramming was performed to resolve the issue.